Event description:
It was reported during an afib procedure, the catheter was excessively twisted in the groin. The physician was able to remove the device with some difficulty as he was torquing the catheter extremely trying to place it before he noticed the bungled mess in the iliac vein. The physician acknowledged that it was the patient's anatomy that contributed to the unexpected catheter shape. The physician removed the catheter and replaced it with a new catheter through a longer sheath. The case completed without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned device was visually inspected and was found that it was kinked on the shaft. It was also evaluated for curve profile and it was found out of specifications. It is more likely that this condition was caused by the maneuverability during the procedure since it was acknowledged that the patient's anatomy might contribute to the unexpected catheter shape. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The complaint condition was verified; however the reported condition was not related to manufacturing problem.